Manufacturer narrative:
This supplemental report is being submitted to provide the additional information regarding the investigation results from the legal manufacturer. As a result of the component analysis of the material, silicone was detected, and a similar substance to that of dimethylpolysiloxane was identified. As a result of analysis, the edx chart showed strong detection of oxygen and silicone. It is considered that the material was silicates (silica, etc.) And presumed that the material was most likely derived from medical solution such as antifoam agent. However, the specific root cause of the antifoam solution could not be determined at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the area where the foreign material was detected. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif-1200n operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1200n reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.